Manufacturer narrative:
See MFR: 3012307300-2018-01715, 3012307300-2018-01719.

Event description:
It was reported that a cadd® cadd® administration set had 6ml out of 92ml left in the cassette (6%). No report of any known impact or consequence to a patient.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. The pump was set to deliver 92 milliliters however the actual delivered volume was 86 milliliters. No adverse patient effects were reported.